Event description:
Voluntary medwatch received states that the patient's lead exhibited noise over-sensing causing pacing at maximum rate and low pacing impedance within range measurements. Programming changes were made to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5163263.